Manufacturer narrative:
The devices involved will not be returned as they were discarded by the medical facility. This is the final report.

Event description:
A report was received that a patient had a bad headache and went to the ER. No treatment was administered to the patient while in the ER. The patient's physician's pulled the trial leads and administered a blood patch, which resolved the patient's headache.